Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a fill tubing "issue". Reportedly, the customer successfully went through the fill tubing with tandem's technical support. There was no reported impact to blood glucose.